Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 588 mg/dl. The customer treated with a bolus of 18.6 units. The customer also had high reading of 600 mg/dl. The customer treated with a shot of insulin. The customer also reported lost sensor alarm when he was reading a book. Customer declined to troubleshoot for high readings. The product was not returned for analysis.